Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range on the right atrial (ra) lead. The presenting electrograms (egms) showed occasional atrial undersensing at automatic gain control (agc) at 0.2mv (millivolts). It was also noted there is a new presence of high atrial rates compared to no high atrial rated in a previous period. This alert will not retrigger until the device is interrogated with a programmer. The battery status is normal and the other lead parameters are stable. The device and lead remain in service. No adverse patient effects were reported.